Event description:
Healthcare professional reported "breast cancer (not device related), disintegrated, and interior rupture from inside". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.